Event description:
At approx 1310 while performing a right ureteral laser lithotripsy of a kidney stone, the laser fiber tip broke off. The surgeon requested the laser to be placed on standby. The laser was immediately placed on standby and the laser fiber was replaced. The broken laser fiber tip was retrieved and removed from the pt's right ureter. The broken tip was sent to pathology and the rest of the fiber with packaging was given to the operating room assistant nurse manager.